Manufacturer narrative:
(B)(4). Philip's international service technician evaluated the device and confirmed the issue. The power management printed circuit board assembly was replaced to address the event. The unit was tested and no failures were identified.

Event description:
It was reported that upon connecting the unit to alternating current power after running the device on battery only, an alarm occurred intermittently. There was no patient involvement.